Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced very high blood glucose. The customer¿s blood glucose level was 530 mg/dl at the time of incident, and his current blood glucose is 290 mg/dl. The customer was treated his high with pump. The customer states the drive support cap appears normal. The insulin pump will be returned for analysis.